Event description:
A consumer reported that at the beginning of a cataract surgery, during the phase 1 (nucleus sculpt phase), the system gave occlusion warnings. The surgeon realized that there was no aspiration in the handpiece and occlusion occurred. As result of the event the patient had a corneal burn (tunnel burn). The patient required medical intervention. The handpiece was exchanged but the tip and the sleeve were kept to finish the surgery. The surgery was completed with no further issue. This was the third surgery of that day, the first two went without any issues. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional info was received from the patient's attorney. Aspiration flow as interrupted during surgery and the handpiece did not cool down. The patient experienced burns to the temporal tunnel, "increased surgical trauma" and a rupture of the posterior capsule. Removal of lens fragments was performed on (B)(6) 2015. Immediately after this procedure, a suprachoroidal hemorrhage occurred leading to phthisis bulbi. According to the attorney, the patient's anticoagulant therapy had not been modified prior to the surgical procedure. A permanent damage of 25-26% was determined, with a temporary period of complete disability.

Manufacturer narrative:
Evaluation summary: posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. The patient ocular and medical histories were not provided. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system caused the events reported. (B)(4).

Manufacturer narrative:
Additional information provided. Evaluation summary: corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system caused the corneal burn reported. A company service representative examined the system and no problems were found. A facility clinical engineer was observing the testing of the system and the company service representative explained the occlusion warning in the system is functioning as intended. The occlusion warning indicates the system has reached the fixed maximum vacuum. The handpiece data was reviewed and no tuning errors were noted. The system parameters were reviewed and were acceptable settings. The system was then tested and met all product specifications. The facility clinical engineer conducted an investigation and concluded after function verification that the system was suitable for use. No anomalies were detected. The handpiece was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The handpiece was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on december 3, 2014. Based on qa assessment, the product met specifications at the time of release. Fot the consumable product review of the device history record (DHR) of the pack ((B)(4)) indicates that order was built to specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause according to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: 2015-05267